Event description:
The pt underwent a rotoblator procedure. The cardiologist inserted a 5fr sheath in preparation to pre-close using the closer tsl 6fr device. The access site was dilated up to an 8fr sheath. The closer needles were deployed, and resistance was encountered as the physician pulled back on the plunger to access the needles. The plunger stalled after backing out approx 1 inch. The physician tugged on the needles, and the sutures broke off the cuffs. It was noted that the cuffs were attached to the needles at this point. The foot of the device was closed, and the physician backed out of the device, encountering resistance. The physician pulled both suture ends out of the guide tube and pulled the suture taut. The artery was rewired and an 8fr sheath was put in place for completion of the procedure. Oozing was noted around the sheath. At completion of the procedure, the knot was tied and lowered however oozing was still apparent around the device. A blunt dissection to the skin and subcutaneous tissue was performed and a tamper inserted. The arterial tamper was checked at 1 and 3 hr after placement, with oozing still apparent. The tamper was removed and the sutures cut at 3.5 hrs post procedure and a femstop was applied to achieve hemostasis. The pt recovered without incident.